Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently would go into watchdog mode and not power on. Complainant indicated that there was no pt involvement in the reported failure.